Manufacturer narrative:
PMA/510k: 15feb2019. Date of report: 18feb2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the battery to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit would not operate on battery power. A battery failed error code was observed. Reportedly, the battery was replaced and issue is still unresolved. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.